Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated. Additional information. Corrected information.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to system error 105 which was reproduced and confirmed during evaluation caused by a piece of the rear case stuck between the gears due to external influence. The motor, cam shaft, valves and fingers were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.